Event description:
It was reported that while on a patient, the cardiosave intra-aortic balloon pump (iabp) is not zeroing. No patient injury or harm.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not zeroing. No patient injury or harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to verify the zero function while connected to a trainer. The unit passed all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a